Event description:
Further information was received that per the patient's neurologist's review of the x-rays the pin is not past the connector block. The pin was noted to be clearly not past the connector block and no microfractures were observed. X-rays have not been received to date for review. Patient presented for surgery. On date of surgery, pre-operative initial diagnostics showed ok impedance. The patient then lifted his arms and turned his head and high impedance was observed. After the surgery was completed, it was reported that pin insertion was the cause of the high impedance. The pin was reinserted and high impedance was not seen again (including while moving the patient in different positions). It was noted that the surgeon pushed in the pin about 2 cm deeper and that the pin snapped into place. Several system diagnostics were performed and confirmed ok diagnostics. The surgeon noted during surgery that the pin went in further than before. The surgeon confirmed that incomplete pin insertion was the cause of the high impedance. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Patient underwent generator replacement and impedance was noted to be ok post-operative. Two days later, the patient began to experience a scratchy voice and coughing. The patient was seen by a neurologist and high lead impedance was observed. The patient was seen by the surgeon and x-rays were performed. The surgeon reviewed the x-rays and noted that nothing was wrong with the device. The patient was seen by the neurologist's nurse practitioner. Upon interrogation, lead impedance was ok. The patient was programmed to the same settings prior to device replacement and began to experience coughing, gagging, crying, and dry heaving. The patient's settings were decreased until the patient was stable. By the end of the programming session, high impedance was again observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.